Event description:
The spouse of a patient contacted dexcom to report no vibration. The spouse reported he found the patient passed out on (B)(6) 2013. The spouse gave the patient glucagon, sugar and milk. Patient is a brittle diabetic. Patient did not go to the hospital.